Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 90mmh2o. The valve was visually inspected: a needle hole in the needle chamber was noted. The valve was irrigated with purified water; no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested; only leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code ns9008, with lot crhbh1, conformed to the specifications when released to stock on the 18th july 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was implanted via l-p shunt to the patient ((B)(6) female, u.s) on (B)(6) 2015,. The initial setting pressure was 90mmh2o. After implantation, the patient had a gait disorder and ventricular enlargement was noted. The surgeon tried to change the pressure but he could not, and the valve was found dysfunctional through contrast radiography. The valve was replaced with the same new product at 70mmh2o on (B)(6) 2015. Since the patient¿s condition did not improve after the revision, v-p shunt was additionally implanted on (B)(6) 2015 without removing of the l-p shunt valve. The patient¿s condition improved after the surgery. The surgeon suspects that biological debris got stuck inside the valve or catheter.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.